Manufacturer narrative:
Correction: in the initial report the following information was not added. Section h3 gender: female. Section a5 ethnicity: not hispanic/latino/white . It was learned that the correct establishment name and address is the following: section e1: establishment name: (B)(6). Section e1: address: (B)(6). Section e1: telephone number: (B)(6). All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Weight and ethnicity is unknown/not provided information was requested to the account. However, at the time of this report they have not provided it. Initial reporter telephone number (B)(6). (B)(4). Device evaluation: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the catalys system did an incomplete capsulotomy resulting in a tear and in addition, the system did a corneal posterior marking. Lens inserted and removed during same procedure. No other information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section h2: additional information / corrected data. Section h3 device evaluated by manufacturer: yes section h4: in the initial report the device manufacturing date was noted as aug 19, 2020. The correct device manufacturing date is 06/09/2020. Section h6: in the initial report, health effect - clinical code was noted as 1793 - corneal scar. Health - effect - clinical code 4581 has been updated to read as hs-incorrect location or depth of laser capsulotomy device evaluation: the system was evaluated by a field service engineer (fse). The fse performed a complete verification of the system and was unable to find any issue with the system. Based on review of the patient data files associated with this event, there is no indication that this is related to corneal scoring. The fluid remained within the suction ring through the duration of treatment for the two treatments in the database. It did however appear that the treatment had 10-degree intrastromal arcs, presumably for crude alignment mark purposes. Based on this, the event that occurred appear to be related to unwanted penetrating arcs. Furthermore, there are no signs of patient movement between phases of treatment to potentially attribute to a suction issue. Pps (premium practice specialist) has also further confirmed that the customer indicated that the event was a softening pattern on the posterior cornea. As a result, it has been that the event is not related to corneal scoring, but rather penetrating arc. Manufacturing record review: a review of the device history record (DHR) showed that there were no issues or non-conformances during manufacturing. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.